Event description:
It was reported that two patients were diagnosed with phlebitis after the insertion of a bd venflon 22 gauge IV catheter. These two patients required plastic surgery. Multiple attempts have been made to obtain add'l info, however, the customer has stated that it is impossible to obtain any further info.

Manufacturer narrative:
Patient one reported on report #: 2243072-2014-00285 (B)(4). (B)(4). It is unk if a sample will be returned for eval. The device history records will be reviewed and upon completion of the investigation, a supplemental report will be filed.